Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter got stuck on the wire and the tip separated. An angiojet solent omni catheter over an unknown guidewire were being used for a thrombectomy treatment procedure in the external iliac. The catheter was able to advance forward but could not be pulled back. When attempts to pull the catheter back were made, the catheter tip became separated and was essentially falling apart. The catheter and the wire were able to be pulled back into the sheath and removed from the patient and no further treatment was performed. No complications were reported and the patient was okay.

Manufacturer narrative:
Corrections made to: ae or product problem - changed from product problem - to adverse event and product problem. Type of reportable event - changed from malfunction - to serious injury. Device evaluated by manufacturer: the returned product consisted of an angiojet solent omni thrombectomy system and an unknown guide wire. The device was bloody, inside and out. The returned guide wire was measured with a calibrated snap gage, with both ends measuring .035¿. An examination of the pump, shafts, manifold and tip were microscopically, tactile and visually revealed 126 cm of distal shaft returned, shaft damage (excessive tensile force focal necking/stretched) at 114 cm distal of the manifold, the hypotube sticking out of the perforated distal shaft (perforated at 9mm and 3mm, respectively), with the end of the distal shaft broken/separated, with damage suggestive of excessive tensile force. Functional testing could not be completed due to the condition of the device. The returned guide wire was inserted into the manifold and advanced until the area where the shaft was focally necked, but then the wire could not advance any farther. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported the aniojet solent omni catheter was advanced over an unspecified 035 wire. The physician was able to snare out all of the pieces of the tip that came apart and complete the procedure. Patient did not need to come back for a repeat procedure.